Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient reported that during pd treatment, the cycler set was leaking into the cycler. In a follow up with the patient's pd nurse, it was verified that the patient did not have any adverse events as a result of the leak and did not require any prophylactic antibiotic or other medical intervention. The patient did not require any medical intervention because of stopping the treatment. The patient decided to not call tech services and just wait and use the cycler the next day. The pdrn could not confirm if the patient retained the cycler sets to return for evaluation although a driver was called to pick up the cycler set.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. Three complaint product samples from the customer were with original package. The complaint product sample was visually inspected and was found that the cycler set is acceptable no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. Device history record review of the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. The investigation into the complaint was not able to confirm the reported event.

Event description:
A peritoneal dialysis patient reported that during pd treatment, the cycler set was leaking into the cycler. In a follow up with the patient's pd nurse, it was verified that the patient did not have any adverse events as a result of the leak and did not require any prophylactic antibiotic or other medical intervention. The patient did not require any medical intervention because of stopping the treatment. The patient decided to not call tech services and just wait and use the cycler the next day. The pdrn could not confirm if the patient retained the cycler sets to return for evaluation although a driver was called to pick up the cycler set.